Event description:
The report indicated that after a cardiac ablation, the patient experienced a partial loss of vision. The physician reported that the patient had a transient ischemic attack (tia) after varipulse ablation. The patient's symptoms worsened, and the patient developed partial loss of vision. Patient required extended hospitalization due to "additional MRI and ophthalmologist controls". The physician's opinion on the cause of the adverse event is the procedure or the catheter. Additional information was received, and it was confirmed that the patient had a stroke. The magnetic resonance imaging (MRI) was normal; however, it was reported that "retinian exam confirmed retinian thrombus".

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: h7. Remedial action initiated type and h9. FDA correction/ removal reporting no. Have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The report indicated that after a cardiac ablation, the patient experienced a partial loss of vision. The physician reported that the patient had a transient ischemic attack (tia) after varipulse ablation. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31590668l and no internal actions related to the complaint was found during the review. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).